Manufacturer narrative:
It was reported that during procedure the left disc the occluder showed a cobra formation. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. A returned device assessment could not be performed as the device was not returned for analysis. Image from field appeared to show the distal disc of occluder covered in blood like substance and deployed in cobra shape. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: type of investigation: 4118 type of investigation not yet determined; investigation findings: investigation conclusions: 11 conclusion not yet available.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 10mm amplatzer septal occluder was chosen for implant using a 6f amplatzer trevisio intravascular delivery system. During procedure, when the physician placed the occluder in the left atrium and want to open the left disc the occluder showed a cobra formation. They stopped the procedure and recaptured the device. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.